Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00579. Concomitant medical products - p/n 00801803202 femoral head sterile product do not resterilize 12/14 taper l/n 61035649, p/n 00630505032 liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells l/n 60403132, p/n 00620205022 shell porous with cluster holes 50 mm l/n 61032506, p/n 00771100610 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 6 standard offset reduced neck length l/n 60908609. The devices were not returned for evaluation. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a closed reduction procedure due to dislocation approximately 9 years post initial implantation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of x-rays provided and medical records. According to the x-ray review: acetabular cup lateral angle of inclination is approximately 40 °. Femoral stem is neutral. There is no gross evidence of loosening of arthroplasty components. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.